Event description:
It was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2020. On (B)(6) 2024, the patient had an embolic stroke of undetermined source. On (B)(6) a thrombus was noted on the occluder. The patient was treated with lipator and the stroke was reported as having resolved.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae; tia or stroke. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2020. On (B)(6) 2024, the patient had an embolic stroke of undetermined source. On (B)(6), a thrombus was noted on the occluder. The patient was treated with lipitor and the stroke was reported as having resolved. New information made available stated that: after careful re-evaluation of the images with our echo core lab director, it was decided that what is seen on the device is not thrombus. There isn't any thrombus on either side of the device. The thickness within the device is the fatty part of the septum. This was determined through a comparison of the unscheduled study on (B)(6) 2024 with the index procedure study on (B)(6) 2020. There is no thrombus on the device, therefore the stroke is not device related and not reportable.

Manufacturer narrative:
Updated event description: new information made available stated that: after careful re-evaluation of the images with our echo core lab director, it was decided that what is seen on the device is not thrombus. There isn't any thrombus on either side of the device. The thickness within the device is the fatty part of the septum. This was determined through a comparison of the unscheduled study on (B)(6) 2024 with the index procedure study on (B)(6) 2020. There is no thrombus on the device, therefore the stroke is not device related and is not a reportable serious injury. This follow-up report is being sent to retract the original medwatch sent as a serious injury.